Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no nonconforming material records that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified left anterior descending artery. The 3.0x30 mm trek rx balloon did not inflate during an attempt to predilate the lesion. The connections were checked with no issues noted. No resistance was felt during advancement of the balloon catheter to the lesion, and no resistance was felt during removal of the protective sheath prior to use. The balloon catheter was retracted from the patient and a new balloon was used without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.